Manufacturer narrative:
Additional information: report source other, related report number grid.

Event description:
It was reported that the infant was receiving tpn d10 at a ordered rate of 5.8 ml/hr. The volume to be infused was set for 11.6ml (a total of 2 hours of volume per their standard process). The pump was infusing and read 5.8ml as infused. The rn made the provider aware. At the 2 hour mark, the pump alarmed finished and the pump read an infused amount of 11.6ml. Infant glucose was taken and found it was further elevated. The rn then assessed the line and bag. The 125ml IV bag was almost empty. There was a very small amount in the bottom of the bag and some fluid in the IV line. The logs showed pump was set correctly and read total volume infused as 11.6ml. A copy of the medwatch report from FDA was received, which states, ¿infant was receiving tpn d10 via alaris IV pump. Rate was set to ordered rate of 5.8 ml/hr. The volume to be infused was set to 11.6 ml. The infant's blood glucose at the 1 hour mark was elevated. The pump was infusing and read that 5.8 ml as infused. Rn made provider aware and continued infusion. At 2 hour mar, pump alarmed finished and pump read infused amount was 11.6 ml. Infant glucose further elevated. When rn looked at the IV bag, almost all 125 ml had been infused. Pump logs show pump was set correctly and pump reads total infused 11.6 ml"

Manufacturer narrative:
Correction: describe event or problem, unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that the infant was receiving tpn d10 at a ordered rate of 5.8 ml/hr. The volume to be infused was set for 11.6ml (a total of 2 hours of volume per their standard process). The pump was infusing and read 5.8ml as infused. The rn made the provider aware. At the 2 hour mark, the pump alarmed finished and the pump read an infused amount of 11.6ml. Infant glucose was taken and found it was further elevated. The rn then assessed the line and bag. The 125ml IV bag was almost empty. There was a very small amount in the bottom of the bag and some fluid in the IV line. The logs showed pump was set correctly and read total volume infused as 11.6ml. A copy of the medwatch report from FDA was received, which states, ¿infant was receiving tpn d10 via alaris IV pump. Rate was set to ordered rate of 5.8 ml/hr. The volume to be infused was set to 11.6 ml. The infant's blood glucose at the 1 hour mark was elevated. The pump was infusing and read that 5.8 ml as infused. Rn made provider aware and continued infusion. At 2 hour mar, pump alarmed finished and pump read infused amount was 11.6 ml. Infant glucose further elevated. When rn looked at the IV bag, almost all 125 ml had been infused. Pump logs show pump was set correctly and pump reads total infused 11.6 ml" it was a twin premature delivery, both babies came to nicu for respiratory distress. The babies were placed on nasal cannulas, and each baby had a piv placed. The twin baby involved in event had a blood glucose done on admission to the neonatal intensive care unit (nicu) per hospital protocol, which was within normal parameters. A 125ml bag of d10 vanilla tpn was started via piv at 5.8ml/hour. The second blood glucose was checked 1 hour after admission per the nicu protocol and it was "high". The IV rate on the d10 vanilla tpn was then lowered and another blood glucose was checked 30 minutes later per nicu protocol, and the blood glucose was noted to be over 300mg/dl. The nurse practitioner was notified and came to the infant¿s bedside. The d10 vanilla tpn was discontinued and a new bag of d5w was hung. The nurse practitioner was the person who noticed that the 125ml bag of d10 vanilla tpn that had been infusing into the baby previously was almost empty. The charge rn that day sequestered the entire device set up including the IV tubing and proceeded to test the pump module by running the d10 vanilla tpn into a volume feed bottle. The change rn noted that the pump was running at six 6 times the expected rate.

Event description:
It was reported that the infant was receiving tpn d10 at a ordered rate of 5.8 ml/hr. The volume to be infused was set for 11.6ml (a total of 2 hours of volume per their standard process). The pump was infusing and read 5.8ml as infused. The rn made the provider aware. At the 2 hour mark, the pump alarmed finished and the pump read an infused amount of 11.6ml. Infant glucose was taken and found it was further elevated. The rn then assessed the line and bag. The 125ml IV bag was almost empty. There was a very small amount in the bottom of the bag and some fluid in the IV line. The logs showed pump was set correctly and read total volume infused as 11.6ml. A copy of the medwatch report from FDA was received, which states, ¿infant was receiving tpn d10 via alaris IV pump. Rate was set to ordered rate of 5.8 ml/hr. The volume to be infused was set to 11.6 ml. The infant's blood glucose at the 1 hour mark was elevated. The pump was infusing and read that 5.8 ml as infused. Rn made provider aware and continued infusion. At 2 hour mar, pump alarmed finished and pump read infused amount was 11.6 ml. Infant glucose further elevated. When rn looked at the IV bag, almost all 125 ml had been infused. Pump logs show pump was set correctly and pump reads total infused 11.6 ml".

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infant was receiving tpn d10 at a ordered rate of 5.8 ml/hr. The volume to be infused was set for 11.6ml (a total of 2 hours of volume per their standard process). The pump was infusing and read 5.8ml as infused. The rn made the provider aware. At the 2 hour mark, the pump alarmed finished and the pump read an infused amount of 11.6ml. Infant glucose was taken and found it was further elevated. The rn then assessed the line and bag. The 125ml IV bag was almost empty. There was a very small amount in the bottom of the bag and some fluid in the IV line. The logs showed pump was set correctly and read total volume infused as 11.6ml. A copy of the medwatch report from FDA was received, which states, ¿infant was receiving tpn d10 via alaris IV pump. Rate was set to ordered rate of 5.8 ml/hr. The volume to be infused was set to 11.6 ml. The infant's blood glucose at the 1 hour mark was elevated. The pump was infusing and read that 5.8 ml as infused. Rn made provider aware and continued infusion. At 2 hour mar, pump alarmed finished and pump read infused amount was 11.6 ml. Infant glucose further elevated. When rn looked at the IV bag, almost all 125 ml had been infused. Pump logs show pump was set correctly and pump reads total infused 11.6 ml."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: report source other. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the infant was receiving tpn d10 at a ordered rate of 5.8 ml/hr. The volume to be infused was set for 11.6ml (a total of 2 hours of volume per their standard process). The pump was infusing and read 5.8ml as infused. The rn made the provider aware. At the 2 hour mark, the pump alarmed finished and the pump read an infused amount of 11.6ml. Infant glucose was taken and found it was further elevated. The rn then assessed the line and bag. The 125ml IV bag was almost empty. There was a very small amount in the bottom of the bag and some fluid in the IV line. The logs showed pump was set correctly and read total volume infused as 11.6ml. A copy of the medwatch report from FDA was received, which states, ¿infant was receiving tpn d10 via alaris IV pump. Rate was set to ordered rate of 5.8 ml/hr. The volume to be infused was set to 11.6 ml. The infant's blood glucose at the 1 hour mark was elevated. The pump was infusing and read that 5.8 ml as infused. Rn made provider aware and continued infusion. At 2 hour mar, pump alarmed finished and pump read infused amount was 11.6 ml. Infant glucose further elevated. When rn looked at the IV bag, almost all 125 ml had been infused. Pump logs show pump was set correctly and pump reads total infused 11.6 ml"

Manufacturer narrative:
Additional information: imdrf annex a and g codes. Investigation summary: the reported complaint of over infusion of tpn d10 was confirmed during laboratory testing and attributed to a broken upper hinge post on the platen assembly. Inspection of the pump module observed the platen assembly broken at the upper hinge post. The performed one-hour timed rate accuracy test executed on the suspect pump module observed unregulated flow. After the observed broken platen assembly was replaced with a known good part, no further unregulated flow was observed. A review of the pcu event log for the incident date and time were performed and showed that on (B)(6) 2024 at 2:06 am, the suspect module was programmed/started a basic infusion with a rate of 5.8ml/h and a vtbi of 11.6ml. After the patient side occlusion, the infusion was restarted. Primary volume infused (pvi) 0ml. At 4:14 am, the pump module was channeled off and the system powers off. Pvi was recorded as 11.62ml. Urgent: field safety notice-mms-20-3810 was issued on june 30, 2020, related to (pump module platen) broken upper hinge post and states: potential risk: a broken upper hinge post may prevent the device from delivering an accurate amount of fluid which may result in an over infusion, free-flow conditions, or under infusion. It also states what actions clinical users, cleaning personnel, biomedical engineering and bd can make to limit potential risks. The alaris system user manual recommends that the pump module is inspected for damage before each usage. Ensure no extraneous objects (for example, bedding tubing, gloves) are enclosed or caught in the pump module door. Although incidental findings, the pcu device and suspect pump module were observed with third-party parts installed. A medical device safety alert was sent out on 7 february 2022, warning customers to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. Although an incidental finding, the suspect pump module was also observed with a backed-out pivot latch screw. The door pivot screw inspection tip sheet and service bulletin 569 provides information related to proper inspection of the alaris pump module door. Inspect each alaris pump module door on each unit prior to use. Any damaged pump module should be removed from service and sent to the biomedical engineering department for repair. The pcu device and pump module recorded no errors or malfunctions on the reported incident date. The source administration set was not returned for investigation, therefore it could not be inspected or tested. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of tpn d10 was determined to be a broken upper hinge post on the platen assembly. The probable cause of the broken upper platen hinge post is suspected to be caused by a misuse event where the door is forcefully closed with an external object lodged between the platen and bezel or the device was mishandled (i.e. Dropped). This can cause these components to experience excessive forces and crack or break. Note that this report lists imdrf annex a040502, a230502, a1801, g02017, g0405206, g04119. C07, 0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.